Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid-urethral sling procedure. According to the complainant, during the procedure, the association loop split but did not detach. The procedure was completed with another obtryx halo system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The initial complaint reporter confirmed that nothing detached during the procedure, however, a visual analysis of the returned device revealed that one association loop was broken at the base of the dilator and the entire loop was missing. Analyisis also showed that the blue dilator has obtained cut marks. Only the mesh assembly was returned and the delivery devices were not.